Event description:
The customer reported having low blood glucose of 29mg/dl the day before and she was unconscious. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to perform the displacement test and passed. During the call, the customer stated that the paramedics were called and she had an event where she did not wake up on her own in the morning due to her low glucose level; the customer did not wake up until the next day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.